Event description:
Reportedly, during the pairing procedure, after entering the serial number of the implant, the device displayed a ¿technical problem¿. Despite four attempts to turn it off and on again, the situation remained unchanged.

Event description:
Reportedly, during the pairing procedure, after entering the serial number of the implant, the device displayed a ¿technical problem¿. Despite four attempts to turn it off and on again, the situation remained unchanged.

Manufacturer narrative:
Analysis synthesis: a significant number of smartview connect devices equipped with the econnect telecom solution were disconnected from the network (no data connection), starting the week of march 24, 2025. The supplier confirmed that the issue originated from an authentication server failure at the telecom provider level. This incident was resolved on april 4, 2025. However, affected devices were only able to reconnect to the network following a manual reboot. To mitigate such issues in the future, the supplier developed and deployed two applications on april 11, 2025, designed to improve system and facilitate reconnection. This case has been retained for trending and monitoring purposes.